Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: non st elevation myocardial infarction is considered a permanent impairment. Device issue: no device malfunction has been reported. It was reported that on (B) (6) 2009, post index procedure and prior to discharge, cardiac enzyme elevation was consistent with protocol definition of myocardial infarction. There was no action taken to treat this event. On (B) (6) 2009, the event was resolved without residual effects and the patient was discharged on aspirin and clopidogrel. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). Results and conclusion summation - in this case, there was no reported product deficiency. The reported patient effect of myocardial infarction is a known adverse event as listed in the product risk assessment and IFU. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.